Event description:
Attorney reported: in 2005 - the pt was implanted a non-recalled composix kugel mesh patch. In 2006 - the pt presented to the hospital with severe abdominal pain. The pt's surgeon removed portions of the mesh and discovered erosion of the mesh into the pt's bowel as well as multiple adhesions to the pt's bowel. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional information becomes available.